Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced high blood glucose of 485 mg/dl. Customer's blood glucose at time of call was 414 mg/dl. Customer mentioned to have experienced flu-like symptoms due to high blood glucose. After troubleshooting, customer was advised to monitor the device and contact her healthcare professionals. Customer will not be returning the device.